Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 1993. Revision of left total hip ¿ reason not reported. Four acetabular screws were also explanted but, unfortunately, discarded by hospital.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of a deterioration of the bond between the implant and the bone after being implanted for over 25 years, which led to aseptic loosening.